Manufacturer narrative:
Manufacturer's report date: 03/16/2011. (B)(4). The customer's report of smartsite plus valve leak was confirmed. Leakage was noted from the seam where the white body meets the clear body. The smartsite plus requires an air vent between the white cap and clear body in order to create a positive bolus upon disconnection of the male luer. If there is any fluid beyond the tip of the male luer upon connection that fluid can eventually fill the space between the piston and anterior of the body. After repeated activations it is possible that this fluid can be pushed all the way through the air vent and leak through the join line as seen in this complaint. This use leads to a wetted vent resulting in a leak.

Event description:
Customer reported leaking valve at female end. There was no report of pt harm.